Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no reported pt injury. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigaion has been completed. Receipt of initial info - 11/11/98. Receipt of additional info - 12/17/98.